Event description:
Additional information was received from the patient. They reported that patient wanted to know how to change programs. Patient said it took them 15 mins to communicate w/ the ins and the hcp has trouble too. Patient said they got "zapped" down to their heel on the right side of their body. Patient referred to the sensation as a "shock", patient said the communicator was not communicating w/ the ins when they felt this sensation. Reviewed how to change programs. Patient was able to change programs and adjust to a comfortable level. Patient said the issue reported in this case resolved itself but it was a miserable weekend. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient indicated that the cause of device not found was not determined. Device malfunctioned. The reported issue has not been resolved yet. Primary healthcare provider will be notify the representative.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that starting "about two weeks" ago pt has been having consistent pain in their labia. Pt stated this is the area where they feel the "buzz" of stimulation when they make adjustments to therapy. Pt reported the pain was getting worse and stated they thought this was due to a fissure pt has developed in that are due to diarrhea. Pt stated on sunday they checked ins to see if this pain could be due to "extra electricity". Pt stated they connected with ins fine on sunday and pt was able to decrease stim. Pt stated when they decreased stimulation the pain went away. Pt stated they decreased stimulation from 1.9 volts to 1.4 volts. Pt stated yesterday "everything was great", but then stated they started having more leakage of urine so they increased stimulation to 1.5 volts to see if this would help with urine leakage. Pt stated this felt comfortable, but stated they were continuing to urinate and then last night they had bowel symptoms again and pt reported they "messed" on them self 2-3 times. Pt stated one day "maybe the day before yesterday" when they were trying to connect with ins they were getting no device found. Pt reported when they were doing this at that time they were getting shocked. Pt confirmed they have not had any recent trauma or falls. Pt stated they have ins for bowel incontinence. Pt mentioned they have a scar at implant site. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.